Event description:
It was reported that during a lap gastric bypass procedure, the machine started getting a solid tone, so switched instrument and the solid tone continued. There was no patient consequence.